Event description:
It was reported that during a da Vinci-assisted surgical procedure, charring/carbonization occurred on the Permanent Cautery Hook, causing electrical current to spread through the metal cables. This event could have caused injury to neighboring organs. The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: The electrical arcing originated from the metal wires at the instrument jaw articulation while using the monopolar hook in coagulation mode. There was no collision with any other instrument. The procedure was not delayed, apart from the time required to replace the instrument.

Manufacturer narrative:
The Permanent Cautery Hook (PCH) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.